Event description:
It was reported there was an overstimulation sensation as well as a shocking/jolting sensation. It was noted the patient's stimulator(ins) was shocking her and she could not turn it off. The physician was instructed to do a short physician mode recharge for emergency shut off. It was noted it worked to turn off the ins and they were instructed to leave the device off until the patient could meet with the managing health care provider and a manufacturer representative. It was logged the doctor was able to stop the shocking and ended the call.

Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4).